Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 16 years due to prosthetic aortic valve endocarditis. Per the op report, patient's other medical conditions include a tia in the past, bladder cancer for which he had multiple surgeries, lower duodenal malformation that was cauterized and a prolapsed rectum that needed surgical correction. Cardiac catheterization showed nonobstructive disease. Echocardiogram showed preserved ventricular function with an aortic root abscess and some paravalvular and intravalvular regurgitation with substantial bioprosthetic aortic valve stenosis. During explantation, the aortic prosthesis was noted to be significantly degenerated and stenotic. This prosthesis was explanted entirely. After completion of all the debridement, reconstruction of the aortic annulus was performed with a bovine pericardial patch. A new edwards bioprosthetic valve was then implanted and the patient was weaned off cardiopulmonary bypass. Transesophageal echocardiogram at the end of the procedure showed good ventricular function. Good prosthetic valve function and no paravalvular leaks.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.